Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap exhibits severe devitrification and detritus buildup; the heat shrink show signs of melting at stop sign location and open end with scratches and abrasions; internal fiber core is fractured proximal of bevel edge; the octagonal red sign and directional indicator (blue arrow) are partially erased. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a prostate procedure @ 54,991 joules and 14 minutes of use, the "fiber does not supply power." The fiber tip (cap) was not cleaned during the procedure. The procedure was completed using a second fiber. No injury reported.